Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl), 121 mg/dl, and 132 mg/dl. Customer was having hypoglycemic symptoms with these readings of dizziness and a "heart-sinking" feeling. Customer self-treated with candy. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.